Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article 1 was identified in which complications occurred after cardiac ablation procedures where the nrg transseptal needle was used amongst other devices, including sl0 sheath (st. Jude medical), 15f steerable sheath (flexcath advance, medtronic), irrigated tip rf catheter (smartouch surround flow, biosense webster) non irrigated tip catheter (ablaze, japan lifeline) and second generation cryoballoon (arctic frost advance, medtronic). The following complications were reported: pseudoaneurysm in 2 patients; arterio-venous fistulae (avf) in 2 patients; actively bleeding hematoma in 1 patient; hematomas without active bleeding in 3 patients; lymphorrhea in 1 patient. The pseudoaneurysms and avfs were successfully eliminated by direct compression under ultrasound, and actively bleeding hematomas required coil embolization. The lymphorrhea and hematomas without active bleeding disappeared under conservative treatment. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. 1 ishikawa, e., miyazaki, s., mukai, m., aoyama, d., nodera, m., hasegawa, k., tada, h. (2020). Femoral vascular complications after catheter ablation in the current era: the utility of computed tomography imaging. J cardiovasc electrophysiol, 31(6), 1385-1393. Doi:10.1111/jce.14468.